Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2020, it was reported that this lead was not capturing at 7.5 v at 1.5 ms. Physician was consulted to determine course of action. Loss of pacing and sensing capacities was reported on (B)(6) 2020, and the lead was capped. No adverse patient events were reported. Should additional information be received, this file will be updated.